Event description:
It was reported that the ventilator's cart was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that carrier has been damaged. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been related to broken wheel. The issue has been solved by replacing wheel the device passed all performance tests and could be returned to clinical use. No details, in regards to how the wheel was damaged had been obtained. The complaint has decided to be reported based on available information (no information about faulty part), as the initial description might have underlying causes which represent a reportable event for example it may lead to falling of the device and cause stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined.